Event description:
A report was received from the field indicating a patient received a s.m.a.r.t. Stent and palmaz genesis stent to unknown vessel/s in 2008. Following implantation, the patient suffered a stroke. No other information was provided.

Manufacturer narrative:
This is one of two products being reported for the same event. Please reference manufacturing report #: 9610978-2008-00125. Any additional information will be submitted within 30 days of receipt.